Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the mobile view station (mvs) of the imaging system turns on but the computer does not boot. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: the UDI number has been updated to reflect the current information.